Event description:
It was reported that during a lar procedure, sometimes the device would not activate by using the hand switch. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
.